Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin flow block alarms. The customer stated they had high blood glucose as well. Troubleshooting was provided to the insulin flow block alarm. The customer reported that event was resolved by reservoir change. The customer had tried all remedies. No harm requiring medical intervention. The reservoir will be returned for analysis.